Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. UDI: (B)(4)

Event description:
It was reported that during use of the 1 ml bd¿ clear barrel oral syringes, they were leaking. There was no report of medical intervention or serious injury.